Manufacturer narrative:
Updated sections h6- component code, type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: the liner was fully expanded as designed, and the tip opened as designed. A clear piece of soft tip materials was missing. There was hdpe damage/stretching near the axial opening. There were deep scratches on the distal shaft near the missing soft tip piece. 3mensio was provided and shows tortuosity and calcification in the access vessels. The complaint for system component separation during use was confirmed through returned product evaluation. Product evaluation, device history record review, and lot history review showed no evidence to suggests a manufacturing non-conformance contributed to the event. No instructions for use/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per imaging evaluation, the patient's access vessels have presence of calcification and tortuosity. Additionally, the returned product had deep scratches near the area of the missing soft tip piece. This is indicative of interaction with vessel calcification. Non-axial insertion of the sheath, as influenced by vessel tortuosity, could further this interaction within the calcified vessel, causing physical damage to the sheath tip. Use of excessive force to overcome this interaction with the vessel can contribute to sheath damage and separation of the soft tip material. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive force) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, at the end of a transcatheter aortic valve replacement case by transfemoral approach, upon inspection of the esheath, a small piece of clear plastic appeared to be missing from the tip on the anterior side of the sheath. Dsa angiography was performed and there was good flow through the iliac-femoral system post procedure. The patient's outcome was stable. The missing piece was not found.